Event description:
A report received from the USA stated an 840 ventilator failed the air and oxygen sensor calibration which rendered the ventilator inoperable. Pt involvement is unk at this time.

Manufacturer narrative:
No add'l info is available at this time. (B)(4).